Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿replace instrument¿ with the gen11 later in the procedure, and continued usage can result in a broken blade. Device b was received in good condition. The instrument was inspected under a microscope and the blade was found to be scratched. This did not impact the functionality of the instrument. The instrument was functionally tested with a generator and no issues were detected. There was no issue with the activation of the instrument. The blade tip was not broken on the instrument. No conclusion could be made as to the reported event. We were not able to duplicate the reported issue of broken blade or activation buttons not working. Device b additional information: batch # j91r85, expiration date: 6/17/2017, manufacturing date: 7/17/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroid procedure, the 1st device was not activated with the hand switch. Regarding the 2nd device, the blade was broken off outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.